Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('failure of implant coils projecting/puncturing into uterus') and device expulsion ('migration of essure device location of device: fallopian tubes into uterus/malposition of essure device, migration of essure device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 1990, kidney stones, pyelonephritis, haematochezia, colonic polyp, pap smear abnormal, multigravida, nabothian cyst and parakeratosis. Previously administered products included for contraception: low dose hormone pill from 2007 to 2013. Concurrent conditions included overweight. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain ("pain: abdominal pain"), pelvic pain ("pain: pelvic pain") and back pain ("pain: back pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and weight decreased outcome was unknown and the abdominal pain, pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the left tube was cannulated without difficulty and 3 coils were visualized. The right tube was identified and cannulated. There were several loops noted, and placement seemed like it could be slightly short, but it had placed normally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following one's were confirmed in patient medical records: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs & mr was received. Event injury nos replaced with new events. Added events migration of essure device location of device: fallopian tubes into uterus/malposition of essure device, migration of essure device, failure of implant coils projecting/puncturing into uterus, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal discharge, weight loss, pain: pelvic pain, back pain, abdominal pain. Date of removal was added. Outcome was updated from unknown to recovered/ resolved for pain. Event onset dates was added. Medical history and concomitant drugs were added. New reporters was added. Patient demographics was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.